Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated following a surgery. X-rays confirmed the leads had slipped down 3 or so levels. The patient underwent a lead revision procedure. No further information has been obtained.